Event description:
It was reported that the arthroplasty was revised due to polyethylene wear, femoral loosening and pain. The components were implanted in situ for approximately 17.0 years. The tibial insert, tibial tray and femoral components were revised. The patient presented with a (B)(6) score of 3 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report.